Event description:
It was reported that the subject device malfunctioned and there was ¿image problem¿. It is unknown if the malfunction occurred during a procedure. There were no reports of patient harm. Attempts to contact the customer for additional information have been completed and there has been no response to date.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h3 - device evaluated by mfg., h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device malfunctioned and there was ¿image problem¿. It is unknown if the malfunction occurred during a procedure. There were no reports of patient harm. Attempts to contact the customer for additional information have been completed and there has been no response to date.